Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed due to a loss of atrial and ventricular capture and inconsistent lead impedance measurements.